Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. See attached file for more details. Unable to confirm adhesive anomaly on opened/used sensor. Unable to repeat or reproduce skin irritation in lab.(B)(4).

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were taken to urgent care visit due to infection. Customer's blood glucose level was 98 mg/dl. Customer was also sensors was causing redness and irritation site issues. Customer reports that they received medical treatment as a result of the site issue. Customer treated site issue with antibiotic. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.